Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, a saline solution was injected into the guidewire port and resistance was felt. It was also noted that a 2-3 ml gel-like material was pushed out from the lumen. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 initial reporter address: (B)(6). Block h2: additional information: b5 (describe event or problem), e1 (initial reporter address 1) and block h6 (device codes). Block h6: device code a180104 captures the reportable event of foreign material present on the device. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, a saline solution was injected into the guidewire port and resistance was felt. It was also noted that a 2-3 ml gel-like material was pushed out from the lumen. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. ***additional information received on may31, 2022** note: this report pertains to one of three extractor pro retrieval balloon devices used in the same patient and procedure. It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022.